Event description:
The dual trigger rotary was sent for service and during performance testing at the MFR the device overheated. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there is significant corrosion damage to the motor. The device will be repaired and returned to the customer.